Manufacturer narrative:
This report is filed on december 04, 2017.

Event description:
It was reported that the patient experienced extrusion of the device as a result of skin necrosis, subsequently the device was explanted on (B)(6) 2017.